Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation lead exhibited a shock impedance measurement of zero. This lead also exhibited intermittent high out of range shock impedances. Boston scientific technical services (ts) discussed electromagnetic interference (emi) as a possible cause. At this time the patient has not been seen in clinic, but will continue to be remotely monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation lead exhibited a shock impedance measurement of zero. This lead also exhibited intermittent high out of range shock impedances. Boston scientific technical services (ts) discussed electromagnetic interference (emi) as a possible cause. Additional information was received confirming this lead was evaluated in clinic. The lead exhibited variable out of range measurements from 0 ohms to 117 ohms. Technical services discussed there appears to be a lead connection issue. Further evaluation is expected. The deice will continue to be monitored. No adverse patient effects were reported.